Manufacturer narrative:
The compressor was investigated on site by our field service engineer. It was found with a loose screw. The loose screw was tightened and the compressor was returned to clinical use after successful functional and safety checks. The reason for loose screw has not been determined.

Event description:
It was reported that the compressor was generating a loud noise. There was no patient involvement. (B)(4).